Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2026-26320.

Event description:
It was reported that during a procedure after start with the generator powered on, the delivery device displays the error 241 - high water pressure (prime). The system checks were performed again, and the handpiece was replaced; however, the problem persisted. This event occurred outside the patient. Consequently, the procedure could not be completed. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. This report refers to the second delivery device.